Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the vessel sealer extend instrument had an insufficient seal. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. A review of the monopolar curved scissors (mcs) and digital signal processor (dsp) was attempted but no logs were available. The instrument was tested on an in house system 3 of 3 times. The instrument passed the recognition, engagement, cut, seal, and intuitive motion test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No debris was found in the jaws. No damaged or loose grip cable was found in the proximal end.